Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a tissue injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a large flail. The first clip was able to reduce the mr. The second clip could not grasp the leaflets sufficiently to further reduce the mr and when trying to position it, a potential tear was detected. The clip was then removed and was not replaced, leaving mr at 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping appears to be related to patient conditions (flailed leaflet). The unspecified tissue injury also appears to be related to the procedural conditions associated with leaflet grasping. The reported patient effect of tissue injury/damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.